Event description:
It is reported that upon opening the inside sterile box, the implant was removed and the surgical tech noticed three white plugs had fallen out and one was missing.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: it is suspected that the cause of this malfunction is related to an assembly error during manufacturing. As a result, this lot as well as another lot were recalled. Reference removal report (B)(4) for additional info. Eval: as returned, one plug was missing and the other three plugs were not assembled to the tibia plate.